Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: it was reported that interrogation of the patient¿s system controller history revealed a pump stoppage event. A log file submitted to the manufacturer¿s technical services for analysis confirmed the pump stoppage event occurred on (B)(6) 2017. The event occurred while the lvad system was connected to a power module. A replacement of the external distal end portion of the percutaneous lead (driveline) was performed during a prior hospitalization on (B)(6) 2017. A recent system controller log file submitted to the manufacturer¿s technical services for analysis on (B)(4) 2017 showed an additional pump stoppage event occurred on (B)(6) 2017 while the lvad system was connected to a power module. The healthcare professionals suspect an internal short to shield driveline issue. The patient continues on lvad support with the use of a non-grounded power module patient cable for power module support. No additional information was received.

Event description:
Additional information: additional information was received from the vad coordinator stating that the patient is at home in alaska and experiencing red heart and yellow wrench alarms. Intermittent pump stoppage is occurring while on battery and an ungrounded cable. During the pump stoppage events, the patient lost consciousness. The patient was transported by ambulance to the local emergency room and was airlifted to the implanting center for further evaluation. The vad coordinator stated that one of the previous percutaneous lead (driveline) repairs is fairly close to the exit site and is unsure if the patient is a candidate for pump exchange. A log file was reviewed by the manufacturer¿s technical service representative and pump stoppage events were confirmed. No additional information was provided.

Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 5 years, 6 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. A log file was provided to the manufacturer¿s technical service representative for an urgent analysis, and a pump stoppage was confirmed. The patient was reported as asymptomatic. Submitted x-ray images reviewed by technical services were unremarkable. On (B)(6) 2017, an external distal end percutaneous lead (driveline) replacement was successfully completed onsite by the technical services representatives. No additional information was reported.